Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determin.

Event description:
It was reported that the patient presented for a follow up in clinic because his remote transmitter was not connecting to his implantable cardioverter defibrillator. Upon interrogation of the device, it was noted that there was no radio frequency (rf) telemetry. The installed cyber security update successfully restored telemetry. The transmitter was paired with the patient and a test transmission was successfully sent. The patient was in stable condition.